Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 440 mg/dl. The current blood glucose was 395 mg/dl. Customer stated that, the insulin pump was not working right and notice blood glucose are going sky high and test it does not drip when giving a bolus in the air and does not think the pump is blousing correctly. Customer has been having high blood glucose over the last 4-5 days. Customer reports the following symptoms related to their high blood glucose was nausea. Customer treated for high blood glucose with shots. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. The drive support cap appears normal. Customer reported bolus history displays all entries based on their recollection. Customer is unable to upload to care link at this time. Customer advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.